Manufacturer narrative:
Investigation results: one photo was received by our quality team and evaluated. One strip of 5 syringes in sealed packages with all the perforations missing. The condition observed is non-conforming per product specification; therefore, the reported incident could be verified. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Based on our quality team's investigation, the potential root cause for the uncut packages defect is related to the packaging process. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics package had poor a perforation/slit. The following information was provided by the initial reporter: we have noticed a product fault with the 300912 /syringe 10ml luer-lok tip without safety sterile disposable plastipak bd. The packaging does not have the tear lines making it easy to separate the individual syringes. Currently syringes need to be left in packs of 5 and need to be cut to separate without opening more than one syringe at a time. Batch # 3208437 expiry date : 30/06/28 noticed in theatre inventory with multiple boxes impacted. Can you please arrange for an investigation into the issue and if we can get some replacement stock